Manufacturer narrative:
Updated porduct ID on section d. Product kftcnp3l previously reported on 3010536692-2019-01002. Kimp310l is a component associated to this event.

Manufacturer narrative:
Updated event and evaluation codes.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly during the revision surgery the surgeon found out that the medial posterior condyle of the primary femur component was broken. The exposed metal part became sharped and dug down into the medial side of the insert.